Event description:
The customer reported the power sometimes would not turn on, or even if it turned on, it would turn off by itself. Issue occurred during an unspecified therapeutic procedure involving an olympus xenon light source. The customer suspected that the cause of the intermittent power cable felt a bit loose. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.